Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was reported that another manufacturer¿s pigtail catheter was speared by the suprarenal stent on the endurant ii cuff. Attempts to retrieve pigtail after a final angiogram were unsuccessful. A brachial snake was attempted. It was then reported that the pigtail broke off with 6 cm still in patient. The patient was converted to open repair, an explant was performed, and the pigtail fragment was removed. The patient survived the explant procedure. It was noted by the physician that the endurant ii cuff performed exactly as intended. The cause of the event was unknown and the pigtail spear by the suprarenal stent of the endurant ii cuff was discovered during explant. No additional clinical sequelae were reported and the patient is fine.